Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold which resulted in capture failure. The lead was capped and replaced on (B)(6) 2024. The patient was recovering with no reported complications.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Final analysis did not find any anomalies with the exception of procedural damage.